Manufacturer narrative:
The stimulator was explanted on (B)(6) 2020, without complication. The implanting clinician prescribed oral antibiotics (keflex 500mg, taken 4 times a day, for 10 days) as a preventive measure, but cultures were not taken to verify absence of infection. The cr stated that on (B)(6) 2020, she had instructed the implanting clinician to make pocket and coil the receiver during the implant procedure. The implanting clinician instead cut the stimulator, tied a knot, and secured the device with a suture in the tissue. On (B)(6) 2020, the cr confirmed that stimwave's chief medical officer had trained the implanting clinician on how to perform the implant procedure per the product instructions for use (IFU). The cr stated that she had been present for all implant cases for this implanting clinician, and this is the first occurrence of the implanting clinician using an off-label implant method noncompliant to the product IFU. The cr reported that the implanting clinician stated that the receiver coil pocket was not necessary or useful for the implant procedure. Per the information available from investigation, the device erosion was confirmed/replicated and was caused by noncompliance to the receiver coiling technique described in the IFU to mitigate device migration and erosion. The available information does not indicate that the product failed to meet specification. The stimulator was used for treatment of pain.

Event description:
On (B)(6) 2020, the patient notified the clinical representative (cr) that the stimulator knot was protruding from the incision site. The patient attended an appointment with the implanting clinician for follow-up on this same date. The implanting clinician stated that there were no signs of infection, but confirmed device erosion.